Manufacturer narrative:
The device was returned for analysis. The absolute pro was returned disassembled, all the components were returned. The handle peg was separated due to a disassembling of the device at the site in an attempt to determine the cause of the malfunction; therefore, the reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the mildly calcified, mildly tortuous and 90% stenosed anatomy resulted in causing restriction and preventing movement of the shaft lumens thus resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the superficial femoral artery (sfa). The 8x60mm absolute pro self-expanding stent (ses) was advanced to the lesion and deployment was initiated but the stent only partially released. The stent and delivery system were pulled into the sheath and removed from the anatomy. Another absolute pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.